Manufacturer narrative:
Device evaluation did not show any malfunction. The trajectory discrepancy is likely caused by unstable guide fit in the patient's mouth due to shine in patient's scan and stonemodel distortion.

Event description:
Doctor used guide to place dental implant. Surgery went fine there were no issues, doctor evaluated the placement after with post-op scans and found it was too close to site #12 rather than being centered as was planned. Implant was taken out and the site was grafted.